Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar fixation at l3-l4 due to lumbar spinal canal stenosis. Intra-op, when loosening the lever of the lower arm halfway, the product became loose and unstable. Also, when tightening the product to some extent, the product came off suddenly. The operation was completed by using the product continually. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review did not identify missing or disassembled components. Functional inspection confirmed both joints were able to be tightened and loosened without any issues. The instrument appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.